Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that loss of aspiration occurred. An angiojet solent omni was used for thrombectomy procedure. During thrombectomy mode, the device stopped and did not let the aspiration continue. Upon checking the connections, there was blood coming out in the connection of the saline valve. The procedure was completed with another of the same device. There were no patient complications reported.